Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on december 6th reported there was no urinary tract infection (uti) when the patient was in for their appointment in (B)(6). The hcp noted the patient had a uti on (B)(6). The hcp stated the patient had a uti on (B)(6). It was noted the patient had a history of urinary retention. The hcp stated the uti¿s were related to the patient¿s underlying urinary dysfunction and was not related to the device or therapy. It was noted the actions/interventions taken to resolve the uti was antibiotics. The hcp saw the patient on (B)(6) for a follow up visit after undergoing interstim placement the week prior. The patient was at the hcp because of increasing incontinence and nocturia every couple of hours. The patient denied any dysuria or gross hematuria. The patient remained on gabapentin and urecholine. The patient was educated on adjustment of the patient programmer, the hcp had adjusted programs and amplitudes. The hcp recommended only adjusting the amplitude at the time of the report. There was a follow scheduled for the next week for a review of symptoms and to remove and to remove the lead suture was planned. The hcp indicated if her symptoms remained poor controlled, reprogramming may be indicated. The hcp stated they saw the patient on (B)(6) for a sooner than scheduled appointment requesting a wound check of the interstim generator site and reporting persistent incontinence. The hcp stated the patient¿s incontinence was typically without awareness and she was having issue with nocturnal enuresis. The hcp stated the patient remained on urecholine for a history of urinary retention. The patient denied any hesitancy, straining, or feeling of incomplete emptying at the time of voiding. The patient continued with nocturnal every couple of hours and she typically woke up due to incontinence and she denied any dysuria or gross hematuria. The patient¿s generator site steri-strips were intact, the incision was well approximated with erythema, induration, or discharge. The hcp stated the suture remained over the lead site and the area was without erythema, induration, or discharge. The hcp stated at the appointment a urinalysis was not obtained, however she did void to completion, and there was 69 ml of post void residual. The patient had pelvic and perineal pain that was managed with gabapentin. The hcp stated the post void residual was improved, and the hcp recommended stopping urecholine. The hcp discussed with the patient that may be contributing to worsening overactive bladder symptoms and incontinence. The hcp recommended adjusting the amplitude only at the time of the appointment. The patient planned to stay on the current program. It was noted a follow up was scheduled the next week with post void residual and review of symptoms as planned. The hcp saw the patient on (B)(6) where the patient stated their symptoms were much improved after stopping bethanechol. The hcp saw the patient on (B)(6) where the patient stated their symptoms were much improved after stopping bethanechol. The patient believed she was emptying well, her urgency, and urge incontinence had improved. The patient stated her daytime voiding was every two hours with nocturia twice nightly. The patient denied any dysuria or gross hematuria. The patient was changing her pad when it was minimally saturated which required four pads per day. Patient believed she was emptying well, her urgency, and urge incontinence had improved. The patient stated her daytime voiding was every two hours with nocturia twice nightly. The patient denied any dysuria or gross hematuria. The patient was changing her pad when it was minimally saturated which required four pads per day. The patient did not have any cva tenderness, the generator site was healed with erythema, induration, or discharge. The suture was removed. The lead site had no erythema, induration or discharge. The hcp stated there was 36 ml left in the patient¿s bladder. The patient noted they adjusted program and amplitudes. The hcp recommended a trial of a week on each program. A follow up in four to six weeks for a review of symptoms and post void residual volume was planned. The hcp stated they saw on the patient on (B)(6) and they had incontinence, they noted the patient was diagnosed with a uti at the end of (B)(6) by another hcp. The hcp stated urine culture positive for proteus mirabilis, and they were treated for 10 days with amoxicillin. The patient had symptoms at the time of the infection of extreme dysuria, increased frequency, and urgency. There was no gross hematuria. The hcp the patient completed antibiotics with no further symptoms. It was noted the patient had a urinalysis on (B)(6) suspicious for infection, but the patient denied all urinary symptoms. The patient stated regarding interstim they had decreased incontinence, wearing 4 pads per day vs 12. The patient had nocturia 1-2 times, which was decreased from every hour. The patient admitted to voiding every two and a half hours, and occasional urgency. It was noted the patient had discomfort both with artificial filling and complete emptying. The hcp stated the patient was responding well with interstim, happy with results. It was noted the patient had incontinence without sensory awareness, but they were responding with interstim. The patient refuted silent retention and had improved over time. The hcp stated the patient had nocturnal enuresis, retention of urine, frequency of micturition, and unspecified abnormal findings in urine. The hcp stated the urine was sent for a culture, and the hcp planned to hold off antibiotics since she was asymptomatic. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient could not get it regulated. Patient was asked to use the patient programmer (pp) but the trouble was that they did not feel anything. Patient no longer felt stimulation except when they stood up. Patient mentioned that they had very little improvement for symptoms as there was some but not a lot. Patient expected not to have to wear a diaper and a pad. Patient said that their symptoms had been better then got worse again. Starting saturday, they were up every hour and was saturated. Patient said sunday, they tried calling doctor and tried to use the pp to stimulate more but could not do it as the pp did not communicate. Patient said on tuesday, the nurse removed the bandages, the patient did feel stimulation. Patient tried it themselves put it on their back came up with poor communication. During the call patient tried to increase to 0.6 said ouch and turned stim back down to 0.5. During the call, patient said the strips have been falling off where incision was. Patient did not think bandage should be off, there was a spot that they should have checked where the wire looks like it should get infected. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the cause of the return of symptoms, infection, and saturation was determined. The patient noted on (B)(6) at 2 a.m. They had very bad burning, they took azo on saturday, sunday, monday, and tuesday. The patient noted they saw the healthcare professional (hcp) on monday. The patient noted they had to test the urine took 3 more days. The patient noted returned of symptoms, infection, and saturation was starting to ease, they were still on amoxicillin for total of 10 days. There were no further complications that have been reported as a result of this event.